Manufacturer narrative:
Additional information: b5 and b6. B5: upon follow up, it was reported the patient was discharged from the hospital and antibiotic treatment was discontinued. Nineteen (19) days after the event onset, the patient recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized and treated with heparin injection (1000 iu, once daily, intraperitoneal, ongoing), amikacin injection (75mg, once daily, intraperitoneal, ongoing) and vancomycin injection (1g, every 5 days, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from peritonitis. Pd therapy was ongoing. No additional information is available.